Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿incorrect balloon design (balloon wall thickness excessive)". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities: 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Bard and bardex are registered trademarks of c. R. Bard, inc. Or an affiliate. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that upon attempting to remove the foley catheter, 7 out of the 10 cc was removed from the balloon and no other fluid came out of the port to deflate the balloon. While trying to remove the catheter, significant resistance was met. Nurse was able to remove the catheter but when it was removed, the balloon appeared to be inflated. The port was cut post removal and the balloon did not deflate. The balloon itself was cut to see if fluid remained inside but nothing was inside. The inflated balloon retained inflated shape and appeared to be hardened. Patient had some irritation to urethral site and scant bleeding noted post removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon attempting to remove the foley catheter, 7 out of the 10 cc was removed from the balloon and no other fluid came out of the port to deflate the balloon. While trying to remove the catheter, significant resistance was met. Nurse was able to remove the catheter but when it was removed, the balloon appeared to be inflated. The port was cut post removal and the balloon did not deflate. The balloon itself was cut to see if fluid remained inside but nothing was inside. The inflated balloon retained inflated shape and appeared to be hardened. Patient had some irritation to urethral site and scant bleeding noted post removal.